Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The field service engineer (fse) checked the unit with another working keypad controller pcb and issue remained the same. Then, the fse cleaned both of the connectors of the coiled cable and reconnected to the unit, turned it "on", booted normal with no error message. Checked systems performance on iabp trainer and balloon for an hour no issue observed. Then, after rebooting the unit multiple times no error was observed. System working ok both on ac mains as well as on battery. The fse noted that the unit has a low battery backup and need to be replace. Also, recommended to change 5000 hrs pms kit and safety disk. At this time, customer has not approved to replaced the parts. A supplemental report will be sent if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a paid inspection visit, the cs100 intra-aortic balloon pump (iabp) had some technical observations were made. It was an general "inspection by a getinge field service engineer (gfse) and the malfunctions found during the inspection from so: helium tank tightening knob & key are missing, it started giving error code# electrical test fail code# 120 on every reboot, also doppler is missing. The visit as system is not in contract since long time, not maintained properly & user wanted to understand the technical status of the unit. There was no patient involvement.